Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was hospitalized for the peritonitis, the patient began treatment for the event with amikacin (125 mg, frequency and route not reported) and "imitanol" (500 mg, frequency and route not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.